Event description:
It was reported to philips that the system would not expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this problem. According to the additional information collected, customer was performing the diagnostic procedure, and the procedure was aborted and rearranged at another time. Philips field service engineer (fse) inspected the system onsite and confirmed that system wouldn¿t expose. Upon troubleshooting, fse found that there was issue in the power supply of the m cabinet. To resolve this issue, fse replaced the nc power. The defective power supply was returned to philips for analysis and found that fuses were missing in the connectors and l32 and l33 will not light up when powered on. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was updated correctly.